Event description:
It was reported the 512sd was used during a laparoscopic cholecystectomy. It was reported by the affiliate the safety shield activated too quickly and the dr could not insert the device. There was no consequence to the pt.